Manufacturer narrative:
(B)(4). Maude report #- mw5061680.

Event description:
Dexcom was made aware on (B)(6) 2016 that a patient experienced low audio output on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.